Event description:
A report was received that infection at the lead site was observed when the patient's leads were pulled at the end of the trial. The symptoms were redness, swelling, and discharge at the lead site. The patient was administered oral antibiotics. No culture was taken. The patient is reportedly doing well and the symptoms have resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: linear trial lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.